Event description:
The customer stated that her blood glucose was tested while she was at the doctor's office. The doctor's meter read 429 mg/dl, while the customer's contour read 129 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are returned for evaluation. The customer also insisted the meter be replaced. Replacement products were sent to the customer.